Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator exhibited unspecific ventricular oversensing. No interventions were performed. The patient was in stable condition.